Event description:
Per the clinic, the patient skin was relatively unhealthy and developed wound dehiscence and deep infection due to granulation tissue formation around the abutment. Subsequently, the patient underwent a revision surgery (local debridement) to remove the unhealthy tissue (date not reported) and was treated with topical, oral and IV antibiotics. The patient was hospitalized for the IV antibiotics treatment, however, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.